Event description:
It was reported the end user lost control of the powered wheelchair while in a store and, subsequently, ran into an object. The end user sustained scratches to her ankle.

Manufacturer narrative:
.